Event description:
Procedure type: stress urinary incontinence. Accordance to the reporter: the pt's attorney alleged a deficiency against the device . Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).